Manufacturer narrative:
(B)(4).this is one event (hypotension) of three events reported for the same patient involving three separate incidents.a supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's medical records were received and indicate the patient was near syncope on (B)(6) 2015 and subsequently admitted to the hospital. The patient was diagnosed with hypotension. Per the medical records the patient reported he felt light headed and dizzy for about 1 hour. He then expressed concern regarding his blood pressure being too low. The patient was administered a normal saline bolus en route to the hospital.